Event description:
It was reported that attachments will not easily disassemble from t-handle. Was the product being used in a clinical trial? No. Did the event happen during a procedure? Yes. Were you in the procedure at the time of the event? No. Event outcome/how was it managed? T handle and reamer got stock. Surgeon used mallet to disengage the reamer attachment and t-handle was there any consequence to the patient due to complaint? No. Was the surgery prolonged due to the event? If yes, confirm how many minutes delay: no. Has the reporter facility indicated there may be legal action? No. Is the product available for return? No. Please give a detailed explanation of the event. Any attachment such as reamer and lateraliser attached to the t-handle seems to get stuck and would need force to disengage them.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : according to the information received, "any attachment such as reamer and lateraliser attached to the t-handle seems to get stuck and would need force to disengage them (see attached photo)" the product was not returned to depuy synthes, however photos were provided for review. See attachment b75a24e4-4881-42f4-bfe5-de0ebc3a81f1. The photo investigation did not revealed the reported jammed and worn condition for excel t-handle review of provided photo shows the device however with the available information reported allegation cannot be confirmed and cause remains undetermined. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was unconfirmed as the observed condition of the excel t-handle would not contribute to the complained device issue. Based on the investigation findings, potential cause not established and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
A. Was there any patient harm related to this event ? No harm to patient b. It was mentioned that" t handle and reamer got stock. Surgeon used mallet to disengage the reamer attachment and t-handle." We would like to clarify if there was an allegation with the reamer? There was no allegation. Possibly due to wear of t-handle that it got the canal reamer stuck. C. There was a photo mentioned kindly attached. See attached photo of the t-handle with the removed canal reamer.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5, h6 problem code if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.